Event description:
On (B)(6) 2025, the user reported noticing wetness at the cartridge connection during a supply change. The error message was not captured, but the user was advised to restart the process with a new cartridge and supplies. No blood glucose impact or symptoms were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.